Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition and an inappropriate shock. The patient experienced syncopal episodes as a result. Troubleshooting was performed and deep breathing resulted in diaphragmatic oversensing. A chest x-ray was also performed for the location of the patient's abandoned leads. Boston scientific technical services (ts) the other noise exhibited could be from lead on lead interactions. The patient was given a life vest until a revision procedure could be performed. Subsequently, the rv lead was explanted and replaced with a non-boston scientific dedicated bipolar lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut 15 cm from the terminal end in the rate/sense lumen, which corresponds to a cut in the suture sleeve. This damage likely occurred during the explant procedure when removing the suture. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation, and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as the device evaluation was completed.